Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found that the reported phenomenon was duplicated and the circuit board of the device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. As about 9 years has passed since the manufacture date of the device. Based on evaluation, omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by aging degradation or other.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a laparoscopic hysterectomy with the device, an endoscopic image disappeared suddenly. The user replaced the device to another system to complete the procedure. There was no report of patient injury associated with the event. The local service engineer replaced the camera head to another camera head, but the image did not come to normal. The local service engineer thinks there was abnormality of the device. Omsc confirmed the device, and it found that the all led of the front panel of the device are turned on and the button of the front panel did not work.